Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown and causing the customer's blood glucose level to exceed 500 mg/dl with the exact value unknown but displayed as "high." The customer addressed the high blood glucose by administering a correction injection via multiple daily injections and did not require third-party assistance. The technical support team educated the caller on insulin and pump operations, instructed the caller to monitor the battery, and advised contacting them should the depletion exceed 35% within 24 hours. The customer continued to use the pump for insulin therapy.